Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultramini meter was reading inaccurately erratic. The patient tests her blood glucose 4 times a day. She takes set dosages of nph insulin twice a day. She also takes sliding-scale r-insulin twice a day based on her meter readings. The patient indicated that the alleged issue started two weeks ago, at around 6:30 pm. When the alleged issue began, the patient claimed that se started getting blood glucose readings in the "180's." The patient claimed that her normal blood glucose levels were around "75-130 mg/dl." After two or three days, the patient remembered getting a blood glucose result of "201 mg/dl" which she felt was inaccurately high. She retested a minute or two later and claimed to have gotten a result of "97 mg/dl." Four days later, the patient claimed that she got results in the "180's all day. Before dinner at around 5:30 pm that day, the patient alleged that she got a result of "180 mg/dl." Based on the meter reading, the patient took an unspecified dose of sliding-scale r-insulin and then ate a normal-sized dinner. At around 6:30 pm that same evening, the patient claimed that she developed low blood glucose symptoms of shakiness, sweating, and a tingling tongue. The patient retested her blood glucose 2 times back-to-back while feeling low and got "130 and 50 mg/dl." At that point, the patient administered self-care by consuming 2 glucose tablets and drinking orange juice. When she started feeling better, she retested again and got "70 mg/dl." The patient was reportedly using correct steps for testing with the reported meter and supplies. She did not have control solution for troubleshooting. The meter, test strips and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after taking sliding-scale insulin based on a meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.